Event description:
It was reported that during the procedure, the tip of a t20 screwdriver bit broke off into the glenosphere while the surgeon was tightening it. The surgeon attempted to extract the broken tip but found it lodged in the glenosphere and decided to leave it in place. As a result, debris was left in the patient.

Manufacturer narrative:
The reported event was confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: in conclusion, the torx driver displays a brittle fracture across it's head, with no deformation on the flutes, suggesting an abrupt failure. The missing torx portion rendered functional and dimensional inspections impractical. However, prior to failure, the device had passed all required dimensional and functional tests during manufacturing, confirming it met necessary specifications at the time. Based on investigation, the root cause was attributed to a user related issue. The event was caused by excessive torsional force being applied to the instrument. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during the procedure, the tip of a t20 screwdriver bit broke off into the glenosphere while the surgeon was tightening it. The surgeon attempted to extract the broken tip but found it lodged in the glenosphere and decided to leave it in place. As a result, debris was left in the patient.